Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a titanium adapter connected to a catheter became loose and solution leaked out. The patient was visiting from india and the reporter is the patient's daughter, this event was observed during exchanging solution with patient involvement. The connection was quickly tightened. There was no report of patient injury or medical intervention associated with this event. No additional information is available.